Event description:
It was reported that an unspecified number of syringe 5ml ls emerald experienced tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: the tip of the emerald-syringe went off /broke. They put the syringe into an cvk and that´s when it broke /got off. They did not use any force to do this. The tip flew away when it happened. After it had happened, they had a few packages / empty emerald-envelopes, so they didn´t know which envelope or lot-number, the broken emerald belonged to. They have used emerald-syringes from these lot-numbers before with no problems, but now they won´t use this lot-number again. This was the first time it happened.

Manufacturer narrative:
Investigation: bd has been provided with a sample for catalog 307731 to investigate for this record. Visual inspection of the returned sample presented the tip bent. As a result, bd was able to verify the reported issue. The material used to manufacture emerald syringes has been selected and tested to resist normal conditions of use. The assembling machines have an on-line detection system that inspects 100% the syringes, rejecting automatically the syringes with broken parts like the tip of the barrel. Based on this fact, bd believes that the syringe tip could break because of any imperceptible damage in the barrel at the moment of the use or some strong condition during handling or use of the product. DHR showed no indication of the alleged defect.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of syringe 5ml ls emerald experienced tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: the tip of the emerald-syringe went off /broke. They put the syringe into an cvk and that´s when it broke /got off. They did not use any force to do this. The tip flew away when it happened. After it had happened, they had a few packages / empty emerald-envelopes, so they didn´t know which envelope or lot-number, the broken emerald belonged to. They have used emerald-syringes from these lot-numbers before with no problems, but now they won´t use this lot-number again. This was the first time it happened.